Manufacturer narrative:
Corrected data: "product problem" should be corrected to "adverse event" in the initial MDR. "Required intervention" should be marked in the initial MDR. "Lens rotation not associated to a low vault was observed." Should be removed from the initial MDR. Patient code 2692 is not applicable and should be corrected to patient code 3191- secondary surgical intervention; repositioning in the initial MDR. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -6.00/2.0/057 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye. Lens rotation not associated to a low vault was observed, the lens was repositioned . Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.